Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2008: (B)(6), md. Procedure report. Preoperative / postoperative diagnosis: right and left greater saphenous vein reflux secondary to varicosities. Procedure: right and left greater saphenous vein radiofrequency ablation and ultrasound-directed sclerotherapy of secondary varicosities of the right and left lower extremities under ultrasound guidance, conscious sedation. Procedure: patient was repositioned in the prone position. Tolerated procedure well. On (B)(6) 2008: (B)(6) center. Implant record. Lifecell alloderm. Records span (B)(6) 2007 to (B)(6) 2018. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A4: added patient weight. B7: added medical history. H6: updated results code 1 for manufacturing evaluation. Conclusion code remains unchanged. H6: updated results code 2 for sterilization evaluation. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2008: (B)(6) healthcare center. (B)(6) , md. Facs. History and physical. Abdominal and chest pain. Had manometric studies as well as egd showing evidence of normal esophagus and acute reflux esophagitis. Complained of severe mid and upper abdominal pain with decreased appetite and weight loss. Hida scan has been done and shown a marked reduction in ejection fraction. Upper gi revealed a significant gastric diverticulum, no evidence of inflammation or ulceration but a greater curvature diverticulum present. Past surgeries: tah [total abdominal hysterectomy], breast reduction, ventral septal defect, hemorrhoidectomy, anal fissure, 3 c-sections, egd. Social: socially drinks, nonsmoker. Exam: 232 pounds. Abdomen; soft, does have an epigastric ventral hernia which is small but reducible, local tenderness. Impression/plan: ventral hernia. Also noted on CT of abdomen. Biliary dyskinesia. Hiatal hernia and gerd with acute esophagitis by biopsy. Gastric diverticulum. After discussion with patient about treatment options, she has elected to proceed with plans for laparoscopy with nissen fundoplication, cholecystectomy, herniorrhaphy, and removal of the gastric diverticulum. ??/??/??: [missing records: a CT scan showing ventral hernia was not provided.] On (B)(6) 2008: (B)(6) healthcare center. (B)(6) , md, facs. Operative report. Preoperative diagnosis: hiatal hernia with gerd. Biliary dyskinesia, ventral hernia, gastric diverticulum. Postoperative diagnosis: hiatal hernia with gerd. Biliary dyskinesia, ventral hernia, gastric diverticulum. Procedure: laparoscopic nissen fundoplication; laparoscopic cholecystectomy with operative cholangiography; laparoscopic excision of gastric diverticulum and laparoscopic ventral herniorrhaphy utilizing gortex graft. Assistant: rick j. Wagner, md. Narrative: ¿under general anesthesia with endotracheal intubation the patient¿s abdomen was prepped and draped in a sterile fashion. Through a supraumbilical puncture wound co2 insufflation was accomplished followed by introduction of a 5 mm trocar and the laparoscope. Under direct vision three additional trocars were placed for instrumentation. These trocars were placed slightly different for this cholecystectomy portion of the procedure to accommodate the laparoscopic nissen to follow. The cystic duct was identified and the catheter inserted for operative cholangiography. Under c-arm fluoroscopy contrast was injected showing satisfactory filling of the biliary tree without filling defects and with flow into the duodenum. Cystic duct and cystic arteries were then divided between endoclips and the gallbladder dissected from its bed and delivered through the epigastric port in an endobag. Hemostasis was complete in the gallbladder bed. Attention was then directed to the stomach. The harmonic scalpel was utilized and the gastrohepatic ligament taken down, the right cruse identified and dissection continued along the anterior portion of the hiatus. Next the short gastrics were taken down and the proximal stomach mobilized circumferentially. In doing that the gastric diverticulum, which had been identified previously on endoscopy, was identified coming cephalad from the cardia of the stomach and extended several cm. A 12 mm port had been placed in the right mid abdomen for introduction of the endo gia stapler which was utilized with 2 firings to excise the gastric diverticulum. This was then placed into the normal floppy nissen wrap which was secured anteriorly with 3 sutures using the sure-tie and tie knot intracorporeal suturing device. Additional sutures were placed to secure the wrap to the esophagus and to the hiatus which had been closed prior also with interrupted sutures utilizing the sure-tie and tie-knot. This left a hiatus of about 3 cm and a floppy wrap present. Hemostasis again was complete. Attention was then directed to the ventral hernia defect. The trocars had been placed to accommodate repair of this ventral hernia if the other portions of the procedure had been successful and done without any unexpected problems. This being true, duo mesh gortex was then measured to allow approximately 5 cm overlap of normal abdominal wall. Graft had been marked prior to introduction into the abdomen and skin marks which corresponded were used to retrieve stay sutures placed on the graft to hold it in place while the protac stapler was utilized to secure it. Co2 was allowed to escape after a single vicryl used to close the 12 mm port site in the left abdomen. Marcaine was then injected circumferentially around the puncture wounds for postop analgesia. Skin stapler utilized to approximate the skin edges. Bacitracin, 2 x 2 dressings applied. The patient tolerated the procedure very well. She was returned to recovery for observation in stable condition.¿ on (B)(6) 2008: (B)(6) healthcare center. Implant sticker. Gore dualmesh® biomaterial. Ref catalogue number: 1dlmc03. Lot batch code: 04454519. W.l. Gore & associates. The records confirm a gore® dualmesh® biomaterial (1dlmc03/04454519) was implanted during the procedure. On (B)(6) 2008: (B)(6) healthcare center. [Signature illegible]. Anesthesia record. Weight 229. Physical status 3. ¿cold sore¿ lower lip. On (B)(6) 2008: (B)(6) healthcare center. (B)(6) , md, facs. Discharge summary. Diagnosis: ventral hernia. Acalculous cholecystitis with biliary dyskinesia. Hiatal hernia with gerd and acute esophagitis by biopsy. Gastric diverticulum. Complications: none. Operations: laparoscopic cholecystectomy, laparoscopic nissen fundoplication, laparoscopic excision of a gastric diverticulum and laparoscopic repair of a ventral hernia utilizing gortex duo mesh graft. Summary: 33 year old female had been evaluated and followed in the clinic with multiple problems. Had persisting problems with reflux and postprandial abdominal distress with associated decreased appetite and weight loss. Had marked reduction and a hida scan ejection fraction, a hiatal hernia and acute reflux esophagitis by endoscopy with biopsy. Had normal esophageal manometrics. Had identified a fairly large several cm gastric diverticulum in the cardia. Brought to the hospital with plans for laparoscopic cholecystectomy as well as nissen fundoplication and excision of a gastric diverticulum. If things went well we were going to proceed and fix the ventral hernia. Following the preoperative evaluation and preparation she was taken to surgery where the above procedure performed. Postoperatively she was left with a nasogastric tube because of the diverticulum excision and was somewhat slow in regaining oral intake and bowel function. Nasogastric tube was removed on the night of the second postoperative day. Was able to tolerate oral fluids, was not passing stool, but was passing flatus and finally on the 6th postoperative day had resumed bowel activity. Continued to be ambulatory throughout postop course. Skin staples removed and steri-strips applied prior to dismissal. On (B)(6) 2008: (B)(6) healthcare center. (B)(6) , md, facs. History and physical. Abdominal pain, especially in right side. Had felt much tenderness and a bulge effect. Had this for 4 weeks. Pain was becoming increasingly severe over past 4 days with noting this mass effect over the past month. Denied change in bowel habits, no nausea or vomiting. Exam: weight 225 lbs. Abdomen; soft, very tender mass about 6 cm. No other evidence of peritoneal signs, no other masses, no evidence of other hernia. Impression/plan: abdominal mass. Must consider incarcerated incisional hernia since this is very close to her prior herniorrhaphy. Proceed with plans of open exploration of repair today. On (B)(6) 2008: (B)(6) healthcare center. (B)(6) , md, facs. Operative report. Preoperative diagnosis: incarcerated incisional hernia. Postoperative diagnosis: twelve centimeter of inflammatory mass of the abdominal wall. Incisional hernia. Procedure: excision of 12 centimeter inflammatory mass/fat necrosis with abscess formation with incisional hernia repair. Narrative: ¿under general anesthesia the abdomen was prepped and draped in a sterile fashion. Over the palpable mass incision was made transversely with exposure of a very inflammatory mass which on dissection from the adjacent tissues did not appear as a true hernia at this time. It appeared to be overlying the area of the underlining intraabdominal graft. On exploration this mass was excised as a separate entity, however there were two areas of fascial defect which were closed with a double looped prolene. Marcaine was injected circumferentially for post op analgesia. The subcutanea was mobilized circumferentially to allow closure. Skin edges approximated with the skin stapler. Bacitracin and 4x4 dressing applied. The patient tolerated the procedure well. She was returned to recovery for observation in stable condition.¿ on (B)(6) 2008: (B)(6) healthcare center. Intraoperative record. Asa iii e. Wound class: ii. Implant: prolene mesh. On (B)(6) 2008: (B)(6) healthcare center. (B)(6) , md. Pathology record. Accession #: (B)(4). Final diagnosis: hernia mass/hernia sac: fat necrosis, abscess formation, and fibrosis. Comment: the morphologic changes are consistent with incarcerated fibroadipose soft tissue. Gross description: the specimen is labeled ¿hernia mass/hernia sac¿ and consists of multiple fragments of focally hemorrhagic shaggy lobular fat measuring 12.0 x 6.0 x 2.0 cm. Areas of firm gray-yellow tissue are present. On (B)(6) 2008: (B)(6) medical center. (B)(6) , md. History and physical. Complex surgical history dating back to march of this year where she underwent a laparoscopic nissen fundoplication, hernia repair with gore-tex dualmesh, gastric diverticular resection, and cholecystectomy. In july underwent resection of an abdominal wall inflammatory mass measuring 12 x 6 cm. Was convalescing well, ready to return to work, and now had developed a recurrent lesion over the epigastrium above the previous incision. This measures about 3 x 5 mm in size but is tender and has some focal erythema overlying it. Now seeks opinion regarding management of this lesion. Social: is a physical therapist. Exam: abdomen; multiple trocar scars, well-healed, transverse supraumbilical scar, well-healed. Just above the midline portion of this transverse incision, approximately 2 finger breadths, is a fixe 5-mm tender focal mass. Impression/plan: inflammatory mass, stitch abscess versus sinus tract likely. Plan to proceed with local exploration tomorrow. Informed her it may represent an underlying infected mesh from her prior repair considering she had 2 clean contaminated cases done at the same time as the mesh repair was placed, which may increase the likelihood of mesh infection, particularly with the use of dualmesh. So if this does not improve the surgical resection, I would favor CT with consideration of diagnostic laparoscopy and removal of prior mesh with re-repair. Patient agreeable. On (B)(6) 2008: (B)(6) medical center. (B)(6) , md. Operative record. Preoperative diagnosis: abdominal wall inflammatory mass. Preoperative [sic] diagnosis: abdominal wall inflammatory mass. Operation: incisional biopsy and debridement with resection of abdominal wall subcutaneous mass. Anesthesia: local, mac. Complications: none. Drains: one #19 round. Indications: this is a pleasant 34-year-old female who is status post laparoscopic ventral hernia repair with dualmesh in (B)(6) 2008. In early july she underwent an excisional debridement of the abdominal wall. She now presents with a recurrent inflammatory mass developing within the subcutaneous tissue that has progressively enlarged particularly over the past 2 weeks. It appears to arise above the primary wound from her last operation. Technique: ¿the patient was brought to the operating room and under mac anesthetic, the previous incision was then incised for a length of 8 cm. The subcutaneous tissues were then dissected free. Preoperatively in the office there appeared to be a pea-sized lesion which was palpable above the primary inflammatory mass. I was unable to identify this on preoperative palpation today and under direct visualization, after mobilizing the fascia up to that area, unable to find a particular abnormality. The dense inflammatory reaction deep to the primary incision, though, was incised where there were multiple small pockets containing non-foul smelling purulent drainage with necrotic fascia present in this location. This was debrided and irrigated once the specimen was removed. This was sent for gram stain culture as well as pathology. The wound was then drained with a #19 round drain and sutured in place using 000 nylon suture. Subcutaneous tissues were approximated using running 000 vicryl and skin was approximated with interrupted vertical mattress 000 nylon sutures. On physical examination, I am most concerned at this point that this represents a chronic abdominal wall infection related to previous gore-tex underlay ventral hernia repair. We will obtain a postoperative CT scan and proceed with what appears to be the need for abdominal wall reconstruction with excision of her prior mesh.¿ on (B)(6) 2008: (B)(6) medical center. (B)(6) , md. Pathology record. Accession #: (B)(4). Final diagnosis: abdominal wall subcutaneous mass: suture granuloma, granulation tissue reaction with surrounding fibrosis, fat necrosis, and chronic inflammation. No evidence of malignancy. History: abdominal wall mass. Gross description: specimen labeled ¿inflammatory subcutaneous mass¿ contains multiple fragments of soft, yellow, fibrous tissue with an aggregate measurement of 3.8 x 2.6 x 1.5 cm. Cross section reveals mainly fibrofatty tissue with no firm elements. On (B)(6) 2008: (B)(6) medical center. Culture. Gram stain: abdominal swab. Moderate amount leukocytes. No organism seen. Debris. No anaerobic organisms isolated. Bacterial culture: small amount pseudomonas aeruginosa. On (B)(6) 2008: (B)(6) medical center. (B)(6) , md. Radiology-CT abdomen/pelvis. Indication: infected abdominal wall mesh, post resection of abdominal mass. Findings: images were obtained through the abdomen and pelvis following intravenous contrast with delayed images through the urinary tract and coronal reformations. The lung bases are clear. There is no pneumoperitoneum. The gallbladder is absent. There is mild intrahepatic and extrahepatic biliary ductal dilatation. The common duct measures 12 mm. No focal abnormality of the liver or spleen is noted. The kidneys and adrenals are normal. The appendix is normal. No mesenteric inflammatory process is evident. There is thickening of the abdominal wall adjacent to the right rectus muscle just above the umbilicus. Surgical coils are present within this area of thickening with opacity adjacent to this which presumably represents mesh. Above this and apparently separate from this, there is a soft-tissue density in the subcutaneous fat in the midline of the anterior abdomen with a tiny collection of air. There may be a fluid collection measuring about 2.5 cm associated with the air collection. There is stranding in the subcutaneous fat. No definite intra-abdominal extension of either process is evident. Impression: findings suggesting an inflammatory mass with an associated small abscess in the subcutaneous tissues of the upper abdomen. Thickening of the right anterior abdominal wall with mesh and surgical coils in the area of the thickening just above the umbilicus to the right. Post cholecystectomy with biliary ductal dilation. On (B)(6) 2008: (B)(6) surgical associates. (B)(6) , md. Office notes. Returns following abdominal wall debridement. Cultures have grown pseudomonas, is on levaquin. Exam: wound healing fine. Did obtain CT this morning which demonstrates significant abdominal wall inflammatory change as well as an inflammatory change around the supraumbilical mesh, which is in the subfascial position. Tentative plan will be to proceed with abdominal wall debridement with resection of her mesh with either delayed or primary repair and underlay mesh repair this week. She was made aware of the potential need to temporarily close her abdomen without definitive repair of the hernia if the contamination is that severe. On (B)(6) 2008: (B)(6) medical center. Lab. Wbc 6.6 (3.3-10.39). On (B)(6) 2008: (B)(6) medical center. (B)(6) , md. Operative record. Preoperative diagnosis: infected abdominal wall mesh. Postoperative diagnosis: infected abdominal wall mesh. Procedure performed: abdominal wall debridement. Temporary abdominal wall closure with vac dressing. Complications: none. Findings: the patient had marked induration of the anterior abdominal wall overlying the fascia above the umbilicus to a point 2/3 of the way to the xiphoid. There was purulent discharge within the inflammatory mass. Upon entering the abdominal cavity and removing the mesh, the mesh was bathed in purulent drainage as well with no evident communication to the gi tract. Indications: this is a 34-year-old female who is status post repair of a ventral hernia and subsequent abdominal wall debridement. Imaging studies reveal an inflammatory mass as well as inflammation around the previous gore-tex dual mesh laparoscopic repair. After discussing this with the patient, I have recommended to her that we proceed with abdominal wall resectional debridement and reconstruction. We will likely stage this. Whether it would be staged with definitive repair at the same admission or a delayed repair in 6-12 month will be determined largely by the quality of her native tissue and the degree of septic wound complications. Technical description: ¿the patient was brought to the operating room and placed in supine position. Following satisfactory induction of general anesthesia her abdomen was prepped and draped in the standard surgical fashion. Her previous transverse upper midline incision was re-incised. This was then extended to the left of the midline. Full extent of the subcutaneous component of the inflammatory mass was then identified and dissected free. In doing so, the fascia was further defined by creating subcutaneous planes over the fascia circumferentially around the inflammatory mass from the level just at the umbilicus to just below the xiphoid. Then, just above the cephalad extent of the inflammatory mass, the fascia was incised and the peritoneal cavity entered. The inflammatory mass was then incised using sharp dissection down to a level just above the umbilicus. Then, from each fascial edge, the necrotic inflamed tissue was debrided and excised using a combination of sharp dissection and electrocautery. On the patient¿s right side was the mesh which was encountered lying in the supraumbilical position. There was no adherence of the mesh to the underlying fascia and it was removed from the operative field along with a moderate amount of purulent abscess cavity drainage. Once it was felt an adequate resectional debridement had been complete, the wound was irrigated with a crystalloid solution. The wound was then closed with a vac dressing and this was done by placing 2 sheets to protect the underlying viscera from the wound and then a medium-sized vac sponge was placed in the subcutaneous wound and the vac dressing was then placed over this. The wound was connected to suction. The patient was awakened, extubated and taken to the recovery room. All needle, sponge and instrument counts were correct.¿ on (B)(6) 2008: (B)(6) medical center. Culture. Gram stain only. Abdominal swab. Large amount erythrocytes. Moderate amount leukocytes. No organisms seen. Debris. No anaerobic organisms isolate. Bacterial culture: no growth. On (B)(6) 2008: (B)(6) medical center. Lab. Wbc 9.4 (3.3-10.39). On (B)(6) 2008: (B)(6) medical center. (B)(6) , md. Operative record. Preoperative diagnosis: status post abdominal wall debridement. Postoperative diagnosis: status post abdominal wall debridement. Procedure performed: vac dressing change. Abdominal wall debridement. Anesthesia: general. Specimens: none. Complications: none. Findings: there was no further purulence present within the abdominal cavity. There was some mildly necrotic fascial on the right edge, which was debrided using electrocautery and sharp dissection. Indication: this is a pleasant young female who is status post excision and debridement of her inflammatory phlegmon and infected mesh of her abdominal wall 48 hours ago. She now returns to the operating room for vac change in preparation for definitive closure. Technical description: ¿the patient was brought to the operating room and placed in supine position. Following the satisfactory induction of a general anesthetic, her abdomen was prepped and draped in the standard surgical fashion. The vac dressing was removed and the wound explored. There was no evidence of visceral abnormalities present in exploring the abdominal cavity through the fascial defect. As mentioned, the right edge of the fascial defect was further debrided back to healthy bleeding tissue. However, there was good formation of granulation within the wound bed itself so a vac dressing was then reapplied. This was done by placing a blue towel wrapped in ioban in the abdominal cavity to protect the viscera, and then a medium-sized vac sponge within the subcutaneous wound. The dressings were applied and the patient tolerated the procedure well.¿ on (B)(6) 2008: (B)(6) medical center. Lab. Wbc 5.5 (3.3-10.39). On (B)(6) 2008: (B)(6) medical center. (B)(6) , md. Operative record. Preoperative diagnosis: infected abdominal wall mesh with abdominal wall defect. Postoperative diagnosis: infected abdominal wall mesh with abdominal wall defect. Procedure performed: removal of vac sponge. Abdominal wall reconstruction with lateral component release, 16 x 8 cm alloderm underlay mesh repair with primary fascial closure. Anesthesia: general. Complications: none. Specimens: none. Findings: the fascia itself was viable. There was no evidence of necrotic or purulent debris. Indications: this is a 34-year-old female who underwent resectional debridement of her abdominal wall last thursday and then a vac change in the operating room on saturday. She now is prepared for primary definitive closure of her complex abdominal wall fascial defect. After explaining the risks and benefits, she is willing to proceed. Technical description: ¿the patient was brought to the operating room and placed in supine position. Following satisfactory induction of general anesthesia, the vac dressing and abdominal sponge were removed. Further fascial debridement was performed particularly along the right lower edge of the fascia. The defect at the end of debridement was 14 by 8 cm. After undermining the subcutaneous tissue and creating lateral skin flaps, the external oblique aponeurosis was incised for a length of 14 cm on each side of the mesh, in doing so performing a lateral component release. Then a 16 by 8 sheet of alloderm mesh was presoaked and then circumferentially sewn into position using transfascial 0 prolene sutures and an underlay repair approach. Once all these sutures were placed, the fascia was then closed from an inferior-to-superior approach using a running #1 prolene suture. As the fascia was approximated, the prolene ties to the alloderm mesh were then tied into position. Upon reaching the upper two thirds of the fascial closure, a separate #1 prolene suture was placed at the apex of the fascial defect and sewn to the inferior stitch and in doing so the remaining alloderm transfascial sutures were tied into place. The wound was then closed after irrigating the subcutaneous tissues. Three 19 blake drains were placed in the subcutaneous tissues through separate stab incisions. The subcutaneous tissues were approximated using running 3-0 maxon and the skin was approximated with staples. The drains were secured with 3-0 nylon and sterile dressings were applied. The patient was awakened, extubated, and taken to the recovery room. All needle, sponge, and instrument counts were correct. Total estimated blood loss was 250 cc.¿ on (B)(6) 2008: (B)(6) medical center. Lab. Wbc 4.5 (3.3-10.39). On (B)(6) 2008: (B)(6) medical center. (B)(6) , md. Discharge summary. Admitting diagnosis: infected abdominal wall mesh with abdominal wall abscess. Postoperative diagnosis: infected abdominal wall mesh with abdominal wall abscess. Discharge medications: levaquin. Norco. Colace. Follow up five days. Condition: stable. Hospital course: admitted, underwent debridement of abdominal wall which was in fact a resectional debridement of the upper abdominal wall. Returned to the operating room 48 hours later for vac dressing change and then an additional 48 hours later for definitive abdominal wall closure with component separation and biologic mesh repair. Has done well perioperative. Did require epidural for postoperative pain control following reconstruction. Switched to oral medication 08/29/08. Had left most drain removed prior to discharge 08/29/08. Will go home with 2 drains in place until seen wednesday. On (B)(6) 2008: (B)(6) associates. (B)(6) , md. Office notes. Status post abdominal wall reconstruction. Doing well but suffering from pain. Jackson-pratt¿s putting out greater than 20 cc a day, so will leave in place. Incision has healed nicely. Plan to see her monday, will hopefully remove her drain, continue levaquin until that point because of her pseudomonas infection. On (B)(6) 2008: (B)(6) associates. (B)(6) , md. Office notes. Doing much better. Pain much more controlled. Plan to remove drains which are putting out less than 20 cc a day for past 48 hours. Will continue antibiotics for 2 more days. We discussed her pain regimen. Doing remarkably well pain-wise at this point and has weaned off a considerable amount of her narcotics. On (B)(6) 2008: (B)(6) associates. (B)(6) , md. Office notes. Postop check. Incision healing nicely. No complaints and is off narcotic pain medication. Follow up at four weeks and we will allow her to return to work. On (B)(6) 2008: (B)(6) associates. (B)(6) , md. Office notes. Here for final check following her abdominal wall reconstruction. She is having some soreness as of late, probably related to activity, as the abdominal wall feels intact. In addition, she is complaining of some heartburn and as a result I started her back on some omeprazole. She will follow up with me on an as needed basis. On (B)(6) 2008: (B)(6) associates. (B)(6) , md. Office notes. Status post abdominal wall reconstruction. She is point tender over what appears to be 9th or 10th ribs, so we did a trigger point injection with 15 cc of ½% marcaine with 30 mg of kenalog. Patient tolerated procedure well. If this recurs or persist I would favor a pain service referral. Patient is agreeable to this. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. Individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. Individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 04454519. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the instructions for gore® dualmesh® biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2008 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2008 an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: infected mesh requiring debridement of the abdominal wall, wound vac, and abdominal wall reconstruction. Additional event specific information was not provided.